Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient receiving intrathecal unknown baclofen 2,000 mcg/ml at 70 mcg/day via an implanted pump for an unknown indication for use. On 2024-10-04, a healthcare provider performed a refill of a baclofen pump for a patient. The prescribed dose was 70 mcg/24 hours with a concentration of 500 mcg/ml. Unfortunately, the provider got the concentration wrong and refilled the pump with a concentration of 2,000 mcg/ml. The patient began experiencing progressive signs of overdose starting on monday morning, 2024-10-07. Signs or symptoms included the patient was sleepy. There were no known environmental, external, patient factors that may have led or contributed to the issue. The healthcare provider realized the error when the patient described these symptoms during a phone call. The provider was waiting for the patient to arrive at the center for further evaluation when contacted again at 2:15 p.m. On 2024-10-09. The healthcare provider was informed that the delay in overdose symptoms was due to the rotor and the catheter purging themselves of the old dosage (500 mcg/ml). The patient started receiving the incorrect dosage of 2,000 mcg/ml since monday morning. To address the situation, the provider was advised to change the concentration of baclofen back to 500 mcg/ml, aspirate the catheter via the catheter port of the pump, administer a simple bolus of 0.15 ml baclofen, and repeat the aspiration of the catheter to remove all baclofen at the incorrect dose. Two options were given to manage the situation: either administer a priming bolus to purge only the catheter and set the pump to minimum flow to wean off the overdose, resuming treatment when deemed necessary, or leave the pump functioning normally without purging the catheter filled with cerebrospinal fluid (csf), calculate the time for the medication to reach the patient, and determine the duration during which the patient will no longer receive baclofen intrathecally. An oral relay should be administered based on clinical signs during this purge. The healthcare provider was instructed to monitor the patient until she returned to normal. It was unknown if the issue was resolved at the time of this report. It was asked but unknown if surgical intervention is p lanned. The patient¿s status was asked but unknown. The patient¿s age, weight, and medical history were also asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Device code: a1402 is also applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign manufacturer representative (rep) and it was reported that the serial number of the pump device and implant date of the device were unknown. The cause of the pump being filled with the wrong concentration was not determined and it was noted it was a mistake. It was unknown if the event resolved.